Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station displayed a failed hardware error. The customer attempted to recover the failed drawer; however, the drawer continued to display required maintenance. The customer rebooted the device, but the issue persisted. Additional troubleshooting was performed, including shut down the station by unplugged the power cord from the back of the unit for 2-5 minutes, reconnected power, restarted the station, and attempted drawer recovery again. Despite these efforts, the drawer continued to fail and remained in a required maintenance state.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.